Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that full height drawer 6 on main became difficult to operate due to suspected defective rails. The issue was further exacerbated when the client applied excessive force by repeatedly slamming and forcefully removing the drawer, resulting in damage beyond standard repair. A field service engineer replaced the damaged drawer with a new unit and installed it successfully, updated and configured the firmware, and completed hardware diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 broke and came out of the pyxis. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.